Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infection, bladder pressure, urinary leakage, frequency and incomplete emptying. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent urinary tract infection, bladder pressure, urinary leakage, frequency and incomplete emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, dysuria, worsening incontinence, nocturia, and mild vaginal discharge.

Event description:
It was reported that following insertion the patient experienced urinary urgency, dysuria, worsening incontinence, nocturia, and mild vaginal discharge.

Manufacturer narrative:
It was reported that the patient underwent mesh revision in 2010 and removal of anterior portion of mesh on (B)(6) 2012 due to dyspareunia and recurrent urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012 -03586. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2007, anterior colography, vaginal and sacral colpopexy and rectocele repair to treat uterine prolapse, cystocele, rectocele and stress urinary incontinence. It was reported that the uterine suspension was excellent post mesh implantation. On (B)(6) 2010 the patient underwent dissection and revision of mesh and removal of vaginal muscosa, right vaginal defect closed with sutures and cystoscopy to treat pelvic pain, dyspareunia, overactive bladder, stress urinary incontinence, cystocele, previous vaginal repair and slight decent of the vagina. It was reported that the patient had normal urethral and bladder mucosa and significant scarring around the mesh particularly around sacrospinous ligaments. It was reported that the patient was in stable condition after surgery. No additional information has been provided. (B)(4).